Event description:
It was reported that the customer had high blood glucose levels of 205 mg/dl. The customer reported a failed battery test on the insulin pump and thereafter a blank display occurred. The customer reported that the insulin pump was exposed to moisture from a bit of water during an airplane trip. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump received with blank display due to corrosion in battery tube and moisture damage on lcd board. Unable to verify operating currents due to failed battery test. The insulin pump has minor scratches on lcd window, cracked battery tube threads, stained address serial number label and stained end cap sticker.